Event description:
It was reported that the patient's device was interrogated and all output currents were set to 0ma. Therefore the nurse increased the patient's settings. When the nurse went back to look at a session report from the vns tablet, it showed that the patient's output currents were not disabled, and when the nurse updated the settings, the patient was actually set to lower settings than they were previously set to.

Event description:
The tc stated that no error messages or warnings were seen when the patient's device was first interrogated.

Event description:
A quality engineering review indicated that the generator was found to have all output currents set to 0 due to a burst watchdog timeout on 04/16/2018.